Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced possible peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the possible peritonitis was unknown. The possible peritonitis was further described as an ¿infection in the peritoneal area¿. It was not reported if the patient was diagnosed with peritonitis. On an unreported date, the patient went to the emergency department. The patient was not admitted to the hospital. On an unreported date, the patient began treatment for the event with an unknown antibiotic (dose, frequency, and route of administration was not reported). At the time of this report, the possible peritonitis was resolving, the patient was recovering, and dianeal/extraneal therapies were ongoing. No additional information is available.